Event description:
This customer reported a possible failure to discharge during a cardiac arrest. The involved patient died, but the customer said that the device was not a factor in the patient's outcome.

Manufacturer narrative:
This customer reported a possible failure to discharge during a cardiac arrest. The involved patient died, but the customer said that the device was not a factor in the patient's outcome. A follow-up report will be submitted after philips obtains more information about this event.